Event description:
Boston scientific crm received info that this chronic lead had increasing threshold measurements and eventually lead to exit block. A lead revision was performed were this lead was explanted and a new lead was successfully implanted. Upon inspection, the lead did not appear to have any mechanical issues. To date, no adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.